Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6),explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had their previous system removed and replaced 2014 (B)(6) but then had to have the replacement system removed because of an infection. The patient stated that it was removed on 2014 (B)(6) due to an infection in the battery site and ¿travelled up the lead almost to the paddle.¿ it was noted that the patient was ¿very sick.¿ the patient stated that they started becoming sick on 2014 (B)(6). The patient reported that they did not plan to re-implant another new system. The patient noted that they had two systems removed. The patient called to donate their patient programmers. Additional information was requested but was not available at the date of this report. See report # 3004209178-2014-03189 which pertained to removal of the patient¿s prior implant.